Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that few episodes of post-paced t-wave oversensing were observed. Recommended programming changes will be made during patient's next follow-up in clinic. Patient was stable.